Event description:
It was reported that this pacemaker went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this pacemaker went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Subsequently, the device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.